Manufacturer narrative:
Citation: chamandi c et al. Long-term outcomes in patients with new-onset persistent left bundle branch block following tavr. Jacc c ardiovasc interv. 2019 jun 24;12(12):1175-1184. Doi: 10.1016/j.jcin.2019.03.025. Epub 2019 may 22. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of new-onset persistent left bundle branch block on long-term outcomes after transcatheter aortic valve replacement. All data were collected from 9 centers between may 2007 and february 2015. The overall study cohort consisted of 1,415 patients; however, 395 were excluded because of unsuccessful valve implantation, conversion to open heart surgery, procedural death, or permanent pacemaker implantation during hospitalization. The final study population included 1,020 patients (predominantly male; mean age 80 years), 245 of which were implanted with medtronic corevalve bioprosthetic valves and 225 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 30 in-hospital deaths occurred (no other details were reported). At a median follow-up of 3 years, 439 deaths occurred. Of these, 146 were due to cardiovascular causes and 25 were classified as sudden. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation (due to high-degree/complete atrioventricular block, sinus node dysfunction or symptomatic bradycardia), new-onset persistent left bundle branch block (with or without permanent pacemaker implantation), second valve implanted, stroke, myocardial infarction, mild-moderate-severe aortic regurgitation, major vascular complications, major bleeding, and decreased left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.